Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, the patient experienced dyspnea and malaise at the rehabilitation hospital to which they were transferred post-procedurally. An increase in b-type natriuretic peptide (bnp) to 2003.7pg/ml was pointed out in blood sampling. Congestive heart failure was suspected and the patient was transferred to another hospital the same day. The patient was diagnosed with acute heart failure due to an increase in ejection fraction (ef), and inpatient treatment was initiated. After treatment, including intravenous inotropic drugs, the patient's condition improved and the patient was transferred to another hospital for rehabilitation purposes. No additional adverse patient effects were reported.